Manufacturer narrative:
(B)(4). The carefusion tech support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning uim (user interace module). The carefusion factory service technician evaluated the alleged malfunctioning uim (user interface module) verified the complaint and determined that the root cause of the failure of the uim (user interface module) was a malfunctioning display assembly. The carefusion factory service technician replaced the display assembly ran the uim (user interface module) through a complete checkout in accordance with the carefusion factory service procedures. Once this was completed the repaired uim (user interface module) was returned to the user facility to be reinstalled on the device so that the device can be returned to service. The carefusion failure analysis lab technician isolated the cause of the flickering screen to a loose (dislodged) cable from the lcd screen and the cause of the unresponsive touch screen was isolated to malfunctioning touch screen assembly. (B)(4).

Event description:
The following descriptions of the event were documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. ¿[name removed] called in with a uim [user interface module] that is flickering and unresponsible so he is going to get a po for a flat rate repair or exchange for this uim [user interface module]¿. The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 12/23/2014. ¿title: xxxxx. Event description: during ventilation, the display screen began flickering and displaying color lines throughout the display. The therapist could not clear or reset the display error. The ventilator was removed from service and sent to biomedical engineering. (Bme). Bme verified the error and noted on equipment history that an upgrade was performed. Bme contacted the manufacturer and arranged shipment of the display back to them for analysis and warranty repair.¿ ¿manufacturer response for ventilator, critical care, avea (per site reporter)¿. ¿bme arranged a return material authorization (RMA) to ship back defective display for analysis and repair.¿ ¿what was the original intended procedure: ventilator monitoring¿. ¿device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working).¿ ¿device usage problem: device malfunction ¿ that is, the device did not do what it was supposed to do.¿